Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer's insulin pump from the attorney of the family. The information received on (B)(6) 2021 stated the following experienced difficulty locking the reservoir into place. The insulin pump malfunctioned due to the retainer ring defect and failed to deliver the appropriate amount of insulin, causing him to suffer from hypoglycemia, right hand pain, swelling, and edema. Customer's roommate found the customer unresponsive, with shallow breathing ad pale skin. Paramedics took the customer to the hospital for emergency treatment. Customer also continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath from the malfunction events. The insulin pump will not be returned for the further analysis. The reservoir will not be returned for the further analysis.